Event description:
Patient allegedly received an implant on (B)(6) 2010 via the right internal jugular vein due to prophylaxis - surgery hernia repair. Patient is alleging vena cava and organ perforation. Patient notes and further alleges "my filter has caused aortic perforation. I fear the device failing and the potential of the device breaking up. I also experience anxiety, mental anguish and stress about the status of my filter and any related injuries". Per the (B)(6) 2010 ir filter placement ivc: "technically successful placement of cook celect filter in the inferior vena cava, below the renal veins". Per the (B)(6) 2017 CT abdomen: "the patient has an inferior vena cava filter in place. All of the prongs project from the wall of the inferior vena cava to a lesser greater degree. A dominant prong arising from the medial aspect of the filter projects through and anterior to the posterior medial aspect of the abdominal aorta. There is no evidence of active hemorrhage".

Manufacturer narrative:
(Device code): appropriate term/code not available (3191) for alleged device perforation. Investigation is reopened due to additional information provided. The following allegations have been investigated: vena cava perforation, aorta perforation, fear, anxiety, mental anguish, stress. The reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Unknown if the reported fear, anxiety, mental anguish, stress is directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog and lot numbers are unknown, however, the device is manufactured and inspected according to current controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
(B)(4). Blank fields on this form indicate the information is unknown or unavailable. Catalog# is unknown but referred to as cook celect filter. Occupation: non-healthcare professional. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
'It is alleged that "[pt] received a cook celect filter on (B)(6) 2010". It is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.